Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during a qa part check, a 1 ml bd luer-lok¿ syringe was found without an expiration date printed on the component. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results. DHR review for batch 7030524 (p/n 309628): manufacturing dates: 02/04/2017 to 02/05/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7030524 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: two photos were received by bd (B)(4) and evaluated. A single packaged 1ml ll assembled syringe from a reported batch #166901 (309628) was depicted in the photos. The package was sealed and had neither batch nor expiration date printed on it. This is a rejectable defect. Conclusions: bd (B)(4) was able to confirm the customer's indicated failure. Undetermined - based on the investigation results to date, root cause could not be determined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.